Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a matrix rib system implanted on (B)(6) 2016 for multiple rib fractures. The surgeon states that the implants are loosening. The patient did complain of pain, so it is unclear if the screws are loose or just the plates. The surgeon noticed on images taken on (B)(6) 2016 that both screws and plates were coming loose from the right ribs 4 and 5. On (B)(6) 2016, the computer tomography (CT) scans showed that 4 lateral screws on rib 4 and at least 4 screws out of the flail segment in rib 5 had come out of the bone, which is worse than the images showed on (B)(6) 2016. The locking screws are still intact with the plate, however, the whole plate and screw construct is coming loose. As of (B)(6) 2016, the implants on the right ribs 3 and 6 look secure and in place. The surgeon plans to leave the implants in place and not revise. It was discovered upon admittance that patient has lung cancer on the affected side. The surgeon mentioned that the patient will eventually need thoracotomy surgery to remove the cancer and may plan to remove plates and screws at that time. There is no medical intervention needed and no more further information is available. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.